Manufacturer narrative:
A leak test was performed on the device, and a leak was observed above the o-ring. The o-ring was found to be inadequate. This inadequacy reduced the insulin from reaching the patient, causing an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours on the back. As treatment, multiple boluses were delivered.